Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient had experienced discomfort because their implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to a misinterpretation of signal. No intervention was performed, and the patient was stable.